Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product was returned. Ventricular fibrillation: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported a patient on impella 5.5 support. It was reported unable to titrate above p4 without ventricular tachycardia. Intensivist attempted repositioning but struggled. Elected to keep device as is for now because the patient is perfusing well. The patient remains on support. Additional information 14-jan-2025: the patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure.

Manufacturer narrative:
This report is being submitted to update explant date and to report patient outcome. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b is being updated to include explant date.

Manufacturer narrative:
Ip codes added: tachycardia, cardiac failure. Ip codes removed: ventricular fibrillation. Clinical assessment: a 62-year-old woman with a history of infiltrative cardiomyopathy and lymphocytic myocarditis was taken to the operating room for placement of an impella 5.5 device as a bridge to decision or potential myocardial recovery. Following insertion, the patient was gradually weaned to performance level seven. However, she required reduction back to performance level four due to evidence of right ventricular weakness. Attempts to increase support above performance level four consistently resulted in episodes of ventricular tachycardia. An intensive care physician attempted to reposition the device, but repositioning was technically difficult. Given that the patient demonstrated adequate perfusion on clinical examination and appeared to maintain appropriate tissue-level perfusion, the team elected to maintain the current device position. No additional clinical details were available at that time. Later the patient was successfully weaned from the impella 5.5 device, which was removed without complication. She ultimately achieved a successful bridge to cardiac transplantation. Based on the clinical information available, the impella 5.5 will be coded for tachycardia and device repositioning and conservatively for cardiac failure and serious injury. The impella 5.5 may have contributed to the episodes of ventricular tachycardia due to changes in hemodynamic loading conditions at higher performance levels or potential suboptimal positioning. However, the patient¿s underlying structural and inflammatory myocardial disease represents a significant confounding factor that independently increases susceptibility to ventricular arrhythmias. Therefore, a causal relationship cannot be definitively established, and the event is best categorized as potentially device-related but also consistent with the patient¿s baseline pathology. In this case, the right ventricular weakness observed when increasing support is consistent with the expected hemodynamic response in a patient with existing cardiomyopathic and inflammatory myocardial disease. The impella 5.5 may have exacerbated or revealed right-sided dysfunction by altering loading conditions, but the underlying pathology likely represents the primary cause. Thus, the event is best classified as not directly caused by the device but physiologically associated with left-sided support in a high-risk patient.

Event description:
The complainant reported a patient on impella 5.5 support. It was reported unable to titrate above p4 without ventricular tachycardia. Intensivist attempted repositioning but struggled. Elected to keep device as is for now because the patient is perfusing well. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.